Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to excise an overgrowth of skin tissue around the implant site. During the procedure, the patient experienced a loss of osseointegration resulting in fixture loss.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).